Manufacturer narrative:
The product was not returned and thus deeper investigations could not be performed. The actual root cause of the reported event could not be determined. The most likely root cause of the failure can be attributed to dynamic overload on the plate. Based on statistical evals, indications for any device related issues were not found.

Event description:
Doctor put in a 14 hole fracture plate on (B)(6) and it snapped in patients mouth.